Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
A patient reported, they have felt their bite was misaligned. They visited their dds who confirmed, the misalignment. The patient, also reported, they have a dental implant and are contraindicated from treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.